Event description:
The report received from the affiliate states that during inventory inspection foreign matter was noticed inside the sterilized pouch. The black foreign matter was movable. Outer product box and sterilized pouch were intact, and the seals of the pouch were not opened. There were no anomalies except for foreign matter. It was not clinically used. It was not re-packaged and not re-sterilized.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved in this event which is associated with mfg report # 9616099-2009-01473.

Manufacturer narrative:
Please note that the product was returned on (B)(4), 2010 and an analysis is being performed. Additional information will be forthcoming within 30 days upon receipt.please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2009-01473 and 9616099-2009-01474.

Manufacturer narrative:
During inventory inspection, moveable black foreign matter was found in the sterile pouch. The outer product boxes and sterilized pouches were intact and the seals of the pouch were not opened. There were no anomalies except for the foreign matter. They were not clinically used. They were not re-packaged and not re-sterilized. One sterile firestar 1.5/10mm ptca balloon catheter was received inside its original package. A black particle could be observed near the corner of the pouch. The contamination (black particle) was measured and found within acceptable specification parameters. During the analysis, a seal reduction was also observed in the middle section of the supplier pouch seal. The seal appeared to be reduced (thinned) from the inside out. Transfer material was observed on the film on the reduced section of the seal. The rest of the pouch seals were inspected and they appeared intact. No additional damages were observed. A pull test of the pouch seal was not performed since the failure was confirmed with visual analysis and the corrective actions are being implemented under CAPA (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure "foreign material" was confirmed; however, the particle was found within specification parameters. No actions will be taken for this issue. Although the exact cause of the seal thinning was not conclusively determined, CAPA (B)(4) is already opened to address this failure. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2009-01473 and 9616099-2009-01474.